Manufacturer narrative:
Device evaluation: one used decontaminated sample was returned for investigation. Under visual inspection we did not notice any deformation nor abnormality. We applied finger force to suction line and suction connector with purpose to try detach those components but all connections were properly done. Reported "nearly" detachment of suction line was not observed - suction line was well bonded to tracheostomy tube and suction connector to suction tube. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the suction line got detached from the base of the tube (or nearly detached from it). No patient injury was reported.